Event description:
Surgeon was unable to properly seat the tibial tray with the stem extension. A different sized stem extension was opened and used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.